Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1s71c, ubd: 03-apr-2021, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during the operation the resistance of the lead was too high. The lead was replaced, and the patient was in the hospital for observation. The cause of the issue was not known. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
The returned lead (lot no: va1s71c) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.